Manufacturer narrative:
Onsite investigation was preformed and the field representative was unable to reproduce the reported event. He noted that the system was booting slower than desired, deleted 100 patient records from the system, defragmented the hard drive and confirmed that the system functioned as intended. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the right side led trackers on the imaging system were not being seen by the navigation system. The site moved the navigation system to the left side of the imaging system and were able to continue. Site had not scanned patient yet. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.